Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an unspecified procedure using a cook single-use holmium laser fiber, the fiber "cut" about 10cm from the tip. This was noticed immediately by the nurse (within first seconds of activation), and the physician stopped using the fiber. The fiber was replaced with a second fiber to complete the procedure. There were no consequences to the patient as a result of this alleged product malfunction. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Event description:
Additional information was received 01sep2020. The procedure being performed was stone treatment in the kidney. It was reported, the laser fiber broke a few centimeters from the connection point.. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: it was reported that a cook single-use holmium laser fiber was using to break down the stone but operator found laser fiber broke at about 10 cm from the connector after few seconds of firing. The nurse noticed the issue and immediately notified the surgeon to stop using the laser fiber. Cook was informed that the broken fiber was removed and the surgeon opened and used a new laser fiber to complete the procedure. Additional information was received and confirmed that no section of the device remained inside the patient and no adverse effects occurred. No additional procedures have been reported as a result of reported issue for patient or nurse. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one open package containing a holmium laser fiber for investigation. Visual examination confirmed the fiber was returned in a used condition. The fiber and protective sleeve separated 9cm from the end of the silicone plug cover. Point of separation has black charring measuring 8mm in length with clear fiber visible and protruding from the end of the sheath. Long section of fiber measured 280cm and has been pulled out of the protective sheath. The blue jacket and protective sheath were charred at the distal tip with signs of being melted. The total length of returned segments measured 289cm. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU), precautions that several different factors affect the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use, or storage. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Evaluation of the complaint device confirms laser fiber breakage. The blue jacket and protective sheath are charred at the distal tip with signs of being melted which indicates laser energy was transmitted through the fiber while it was broken. Based on available evidence, cook has concluded that the most probable cause of fiber breakage can be related to improper handling of the laser fiber. Any of the precautions listed in the IFU such as "improper handling", "never subject fiber optics to sharp bends in handling, use, or storage" etc. Could contribute to laser fiber breakage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.